Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported the peg tube can no longer be moved in the stomach. On (B)(6) 2021 it was reported an intervention was planned to free the impacted internal plate in the abdominal wall by endoscopy, but impossible to do so since the jejunal probe was ejected and therefore the wall completely covers the plaque. Will wait 2-3 weeks before doing a gastrostomy again. Buried bumper syndrome: surgery to be scheduled within a week with the surgeon. No duodopa until the abdominal wall has healed.